Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 7300fx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 6 years, 1 month due to severe stenosis. The tavr was performed with a 29mm 9600tfx transcatheter valve.

Event description:
It was reported that a patient with a 23mm 3300tfx valve in the aortic position, underwent a valve-in-valve procedure after an implant duration of 6 years, 10 months due to stenosis. The patient presented with sob. The tavr was performed with a 23mm 9755rsl transcatheter valve. It was reported that a patient with a 27mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 6 years, 1 month due to severe stenosis. The patient presented with sob and chest pain. The tavr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of bicuspid aortic valve.